Manufacturer narrative:
H.3.,h.6.:the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a doctor on behalf of daughter stating that the consumer experienced eye pain, corneal abrasion and eye infection after wearing trial contact lens for two and half days. Medical attention was sought for the symptoms and was prescribed with unspecified medication by the ophthalmologist. The contact lenses were no longer being used. The current status of the consumers¿ eye was unknown at the time of this report. No additional information is available at this time of report.